Event description:
Prior to an initial implant procedure, it was not possible to retract or extend the helix of the right ventricular (rv) lead. A new lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clean. After applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.